Manufacturer narrative:
The device analysis report is attached. This report is submitted on december 10, 2020.

Manufacturer narrative:
This report is submitted on 3 november 2020.

Event description:
Per the clinic, the patient experienced extrusion of the receiver-stimulator resulting in explant of the device on (B)(6) 2020.